Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received left primary attune tka to treat pain secondary to degenerative osteoarthritis. The patella was resurfaced, and competitor cement x 2 was utilized. Intraoperatively, the surgeon notes there was extensive degeneration of the lateral compartment and patellofemoral joint as well as grade ii and grade iii changes to the medial side. The natural femur and tibia were in valgus. There was extensive bone loss on the lateral facet of the natural patella. The procedure was completed without complications. Clinic note dated (B)(6) 2018 indicates the patient received a radiographic and physical exam of the left knee due to knee pain. The physical exam confirmed pain during passive rom. The radiographic study suggested loosening of the tibial tray. The surgeon recommended revision of the tray during office visit dated (B)(6) 2018. Patient received a left knee revision to treat persistent pain secondary to loosening of the tibial tray. Upon entering the joint, the surgeon discovered that the cement did not appear to be rigid and did not adhere to the bone nor the tibial tray. The cement to bone interface had a soft reactive fibrous tissue that was debrided. The tibial tray had subsided and was grossly loose and debonded at the cement to implant interface. The femoral component was well-fixed but revised. There was no reported product problem with the explanted tibial insert. The patella was well-fixed and retained. The patient received competitor revision products. The procedure was completed without complications. Doi: (B)(6) 2014, dor: (B)(6) 2018, left knee.